Manufacturer narrative:
The customer stated that a technician let her know the rear outlet was tightened and there was supposed to be some wiggle room. Once adjusted, the issue was resolved. The unit was tested, and it was returned to service.

Manufacturer narrative:
The device was not in use on a patient. The unit was being set up; there was no delay in therapy.

Manufacturer narrative:
Date of report: 17sep2021.

Event description:
The customer reported that there was a major leak and loose part on the ventilator outlet. The device was not in use on a patient. No patient or user harm was reported. The customer could not confirm the reported failure because they are not with equipment and is not sure what the problem is exactly. The caller is a philips biomed and stated that he will call and get a new case created or have the person at that facility call whenever they are with the unit if further assistance is needed.